Manufacturer narrative:
No device deficiency reported and relationship between device, procedure, and adverse event cannot be determined. Stroke is a known possible adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
On (B)(6) 2022, cardiofocus was made aware of a cerebellar stroke after a pulmonary vein isolation procedure (pvi) to treat atrial fibrillation. The date of the event was unknown but the patient was reportedly evaluated and made a full recovery within two days after the event. The relationship between the pvi procedure and the stroke cannot be determined, but it is possible the stroke is related to the device so it is being reported.